Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for unipl cam tghtnr shft tri-lobe was conducted identifying that lot number gm5365301 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 06, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: corrected initial reporter name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon inserted the torque driver into the indicated position on the plate, then when turning the torque, the top snapped off in the camloc. The surgeon was able to suction the tip out so it was not left in the implant. This occurred three (3) times during the procedure. Another driver on the set was used, and three (3) tips snapped off into the plate. All fragments were removed and discarded. The surgeon used the other side of the driver to finally tighten. No further information provided. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown); unknown screwdriver handle (part# unknown, lot# unknown, quantity 1); unknown plate (part# unknown, lot# unknown, quantity 1); handle (part# 289707000, lot# e0905, quantity 1). This is report 2 of 2 for (B)(4).